Manufacturer narrative:
(B)(6). Correction: the correct catalog number is 92130; not 90432 as previously reported.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, to manage skin overgrowth around abutment site; during this procedure the abutment was exchanged. It was also reported that the patient has undergone seven previous surgeries (dates not reported) to manage skin overgrowth, since initial implantation on (B)(6), 2012. The patient has also received kenalog injections (dates and dosages not reported). The implanted device remains.